Manufacturer narrative:
Attempts were made to obtain complete patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative met with the patient and confirmed the issue. The rep representative repaired the ipg and restored the ability for the device to communicate wirelessly. The device is providing therapy.

Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Additional information was not provided. It was reported the patient was unable to communicate with their ipg using their patient controller. The patient stated they underwent a surgical procedure and did not place the device into surgery mode. A company representative met with the patient and confirmed the issue. The representative repaired the ipg and restored the ability for the device to communicate wirelessly. The device is providing therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.